Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The back end of the cup impactor broke off when being stroked with a mallet during impaction of the cup. The breaking of the cup impactor occured between 15-20 strikes with the mallet. All pieces were retrieved from the patient.